Event description:
It was reported that during a da vinci s surgical procedure, at the start of the dissection, the permanent cautery hook instrument began to arc from the neck of the instrument. The surgeon immediately removed the permanent cautery hook instrument and replaced it with another instrument of the same type. The planned surgical procedure was completed with replacement instrument. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation, a follow-up MDR will be submitted.